Event description:
It was reported to philips that the device would not pass the shift check. The power was interrupted and the device settings were reset to default values. There was no reported patient involvement/adverse patient impact.